Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited shock impedance measurements of 125 ohms. Troubleshooting options were discussed, as well as the option to continue to monitor the impedance measurements. No adverse patient effects were reported. The device remains in service. Additional information was received which noted that the patient was checked and the shock impedance measurements were approximately 110 ohms. The patient would continue to be monitored. No adverse patient effects were reported. The device remains in service. Additional information was received which noted that a 5 joule commanded shock was performed to test the integrity of the system, showing a shock impedance measurement of 88 ohms. Additionally, fluoroscopy did not show any abnormalities. Options would be discussed further with the physician. No additional adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
Patient code 3191 is being used to capture the additional intervention performed. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection.

Manufacturer narrative:
The device remains in service at this time. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited shock impedance measurements of 125 ohms. Troubleshooting options were discussed, as well as the option to continue to monitor the impedance measurements. No adverse patient effects were reported. The device remains in service.

Event description:
Additional information was received which noted that the device was checked and the shock impedance measurements were approximately 110 ohms. The patient would continue to be monitored. No adverse patient effects were reported. The device remains in service.

Event description:
Additional information was received which noted that a 5 joule commanded shock was performed to test the integrity of the system, showing a shock impedance measurement of 88 ohms. Additionally, fluoroscopy did not show any abnormalities. Options would be discussed further with the physician. No additional adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
Patient code 3191 is being used to capture the additional intervention performed.